Event description:
While performing lab evaluations of the em2400, pharmacy compounding system, co discovered a situation that could cause the final total parenteral nutrition (tpn) bag to have inaccurate ingredient volumes. The em2400 is a software controlled compounding system with the ability to draw from up to 24 different source ingredients. This is achieved through the use of a valve assembly with 24 distinct inlet lines and valves. During the preparation of tpn solution the compounding system will open the individual inlet line valve and deliver a specified concentration to the final bag. This opening and closing of inlet line valve continues until all the desired ingredient concentrations are delivered to the final tpn bag. The em2400 has several alarm conditions that will cause the pump to stop. These alarms are: open pump door, line occlusion detection and air detection. If the em2400 experiences one of these alarms the pump will stop and the open valve will remain open until the alarm condition is resolved. During the time it takes to resolve the alarm condition it is possible for the fluid in the valve assembly to migrate into the open valve inlet line, resulting in a small degree of mixing. This will only occur if the specific gravity of the solution in the open inlet line is higher than the specific gravity of the fluid in the valve chamber. The degree of mixing will vary based on several variables, which include: duration of alarm state, specific gravity of open line and type of ingredient. Based on the co's understanding of this situation and the use of the final product, co believes that in certain situations it could pose a risk to the pt if undiscovered or not addressed.